Event description:
Pt received bilateral lower lid spacer grafts made from peri-guard on 12/19/96. The graft extruded from the lower left eyelid on 1/8/97. The area of implant was swollen with granuloma formation. The peri-guard was explanted by dr. Along with the granulomatous tissue from the left lower lid. There were no further complications.